Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that for the past 2-3 weeks the patient has been becoming incontinent. The caller said that the patient will be sitting in a chair watching tv and urinating. Caller stated patient got ins for retention. The caller also said that at night the patient uses depends and can't make it through the night without urinary incontinence. The patient was at their primary care doctor last week, and they checked the patient's urine and said the patient doesn't have a urinary tract infection. Patient's healthcare provider told them not to make any adjustments on their own. Caller stated they usually work with their manufacturing representative (rep) but have not heard back from them since yesterday. Agent walked the caller through connecting to their settings and decreasing the stimulation. Patient will maintain stimulation level and will continue to track symptoms. The agent was redirected to the doctor as well. Agent reviewed role of patient services. Agent emailed reps. The caller also mentioned patient has an oversized bladder, so urinary issues are complicated. Additional information was received from the patient. Patient called back and mentioned previously reported information regarding their urinary issues, then added that they were having severe pain in their vaginal area. The patient mentioned that they had no urination before they had their ins and that they tried lowering and increasing the stimulation, but both the pain and their uncontrollable urination were still there. The patient also mentioned that they were going really well when they first had their ins, but not after 6 months, and that they made adjustments to their therapy settings lately every day. Patient then stated that their peeing was very high and that they had to change heavy diapers 5 or 6 times during the night. Patient mentioned that they tried calling their mdt reps, but they wouldn't get a call back within 2-3 days. The patient also mentioned that their hcp wouldn't let them out of the office without a catheter and that they had home catheters. Patient then mentioned that their hcp was no longer in practice and that they couldn't sleep because their urine just goes out of their diapers. The agent reviewed general therapy information, and the patient agreed to turn their therapy off for 48 hours and then observe symptoms. Redirected to hcp to further address the issue. Additional info: the agent also emailed the field for visibility. And a response was received from the rep, who stated that they have followed up with the patient. The patient and husband called in and stated that the patient has been experiencing incontinence since they got ins for retention. They stated they were told not to make adjustments on their own, but they can't reach anyone who usually helps them (patient stated they work with mdt reps, not hcp). They wanted to make sure it was known that the patient was having major flooding not just a little leakage. During the call they decreased stimulation by .2 but are requesting further assistance since they were told not to make an adjustment on their own. I reviewed role of patient services and redirected to hcp as well.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.